Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and a tethered septal leaflet. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was inserted and deployed on the tricuspid valve. However, after deployment, the clip partially detached from the anterior leaflet and remained fully attached to the septal leaflet (partial clip movement). To stabilize the clip, a third clip was deployed posterior to the partially detached clip, reducing tr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and a tethered septal leaflet. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was inserted and deployed on the tricuspid valve. However, after deployment, the clip partially detached from the anterior leaflet and remained fully attached to the septal leaflet (partial clip movement). To stabilize the clip, a third clip was deployed posterior to the partially detached clip, reducing tr to trace. There was no clinically significant delay in the procedure.